Event description:
It was reported that during a bancart and slap repairing, after drilling field with 2,7 mm drill device leaved from the grip. Patient bone was hard. Anchor was broken and all pieces were removed. Operation was completed with a titanium anchor by preparing new hole.

Manufacturer narrative:
One 2.9 bioraptor ab assembly was returned for evaluation. Visual assessment of the device shows the nose cone and the sliding ring are free from the inserter handle. The nose cones retention tabs have been broken off. The anchor was not returned for evaluation. The suture was returned and shows no abnormalities. The condition of the device indicates it was subjected to excessive forces during use.